Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump over infused during volume test. No patient injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed fluid ingression damage to the chassis/housing gaskets, and worn lcd lens and downstream/upstream seals. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be the expulsor. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.